Event description:
New information received indicates that the device was previously reprogrammed to avoid oversensing, however oversensing continued to be seen via remote transmission. Further programming changes were made.

Event description:
It was reported post-paced t-wave oversensing was observed on an asymptomatic patient via a remote monitoring system. Programming changes were recommended.